Event description:
It was reported that during a da vinci-assisted hysterectomy and salpingo-oophorectomy procedure, the force bipolar instrument broke inside of a patient. A fragment from the instrument reportedly broke off and fell inside the patient. It is unknown if the fragment was retrieved. The customer removed the broken instrument with the cannula. The customer replaced the instrument with another force bipolar procedure and continued with procedure as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.